Event description:
It was reported that the stent on the infravision ureteral kit did not illuminate.

Manufacturer narrative:
Product was not received for evaluation. The exact root cause can not be confirmed without the product. The most likely root cause of the failure is that the fiber between the connector end connected to the illuminator and the scored section was nicked or bruised by mistake at the account after removal from the race tracks (packaging). This can happen if someone steps onto the fiber by mistake for example. This would lead to the some ir light escaping from the bruised/nicked section resulting in not enough light escaping from the scored section to be seen through the ureter inside the body.